Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, connecting the patient line extension to the set up after priming is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain of peritoneal dialysis therapy. The home patient was connected at the time of the alarm. During troubleshooting, the caregiver (cg) stated that they connected the patient line extensions after priming the patient line. The technical service representative (tsr) had the cg disconnect the patient and cycle the power to clear the alarm. Proper procedures were reviewed and the caregiver was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.